Event description:
Report received indicated that during procedure there was inaccurate placement of the stent requiring a second stent treatment. After the procedure pt suffered a stroke and eight days post stent placement pt expired. The pt was consented to the sapphire study for carotid stenting. The pre procedure neurological exam reported nih (national institutes of health) stroke scale score of 1 and the rankin stroke scale score of 1. The pt was asymptomatic. The target lesion was proximal left internal carotid artery with no occlusion in the contralateral side. The target lesion's diameter stenosis was 90% and the lesion's length was initially reported to be 5 mm with reference diameter of 10 mm. However, further info revealed the lesion's length measure about 10 mm. Total length of stented segment was 50 mm. Vessel tortuosity by visual inspection was moderate. An arch type-iii was present. Thrombus was not seen at the lesion site. Lesion/vessel calcification and pre-dilatation info was not documented.

Manufacturer narrative:
There was no info provided regarding the embolic protection device used during the procedure. One precise (lot 13322902) was deployed and implanted, however, was inaccurately placed distally to the target lesion. Subsequently a second (13321460) stent was placed for treatment of the target lesion overlapping the first stent. It was noted that a technical error in stent placement occurred and consequently there was incorrect positioning of the stent. There was no stent malfunction or associated major adverse event during the procedure. The pt left the angiography suite without a neurological deficit and with a final target lesion percent diameter stenosis of 0%. Clopidogrel and aspirin was administered pre procedure. On the same day of the procedure, the pt suffered a sudden onset of right-sided aphasia, hemiparesis, hemineglect, hemiataxia, and babinski (right) was present. The pt was diagnosed with a stroke. The duration of the event is unk. The pt's recovery was documented unk and was not related to the index procedure or cordis' products. Eight days post procedure the pt expired and this event was documented as not related to cordis products, however, related to the index procedure. The cause of death is unk at this time. This product will not be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under manufacturing number 9616099-2008-01443 and 9616099-2008-01445.